Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER for a high blood glucose event. She treated via insulin pump boluses but her blood glucose did not decrease. The patient's blood glucose increased to 535 mg/dl. The hospital staff treated the customer with a 15-unit manual insulin injection and her blood glucose came down. Troubleshooting was declined for the insulin pump; the customer mentioned that she had been running out of spots to insert her infusion sets. No products were returned and a replacement infusion set was shipped to the customer.